Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of bent sensor cannula. The customer stated that her readings were off. The sensor read 140 mg/dl with two down arrows, while blood glucose was 268 mg/dl. The customer's blood glucose during time of incident was 147 mg/dl. The customer stated that she went into threshold suspend with blood glucose of 67 mg/dl. Customer declined to troubleshoot for blood glucose.